Event description:
It was reported, that a biolox delta cer head 36 12/14 was implanted on (B)(6) 2009. The pt reported in (B)(6) 2014 that she has had left posterior hip pain for roughly two months ((B)(6) 2014) prior to this visit. She denied any traumatic event to herself in any possible form. Radiology studies revealed an off-centered ceramic head in a well-fixed ha coated trilogy cluster hole shell. Liner disassociation was suspected. The pt underwent a revision surgery on (B)(6) 2015. The liner was discovered to be destroyed and removed from the shell. The head was articulating on the shell itself. Only a small piece of the locking ring was recovered. Radiology studies were inconclusive in locating any more of the locking ring.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The x-ray dated (B)(6) 2009 shows the situation right after the implantation. Since no a-p view is received, it is not possible to indicate the inclination angle of the system. No suspicious detail is observed. The x-ray dated (B)(6) 2015, shows an off-centered femoral head. A radiolucent area medially to the distal part of the stem is also visible. The received biolox delta head shows significant metal contact covering the half of the articulating surface. It is clear that the breakage of the liner and subsequent disassociation of the liner from the cup led to the contact between the head and the metal back of the cup. The x-ray dated (B)(6) 2015 proves the disassociation of the liner resulting in the dislocation of the head. Metallosis detected during the revision surgery could be possibly due to this contact resulting in metal wear. Based on the given info and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. This case is as split case with a zimmer inc device, (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's ref #: (B)(4).

Manufacturer narrative:
The MFR received x-rays, surgical report and photographs on 05/08/2015 for review. The MFR did not receive the device. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that metallosis was detected during revision surgery on (B)(6) 2015. It was reported that a biolox delta cer head 35 12/14 was implanted on (B)(6) 2009 on the left side. The pt reported in september 2014, she has had left posterior hip pain for roughly two months ((B)(6) 2014) prior to this visit. She denied any traumatic event to herself in any possible form. Radiology studies revealed an off-centered ceramic head in a well-fixed ha coated trilogy cluster hole shell. Liner disassociation was suspected. The pt underwent a revision surgery on (B)(6) 2015. The liner was discovered to be destroyed and removed from the shell. The head was articulating on the shell itself. Only a small piece of the locking ring was recovered. Radiology studies were inconclusive in locating any more of the locking ring.